Manufacturer narrative:
Device history: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: 2 samples were received and lot number 6br007. Visual analysis: it was confirmed that one of the two samples that were received, the port on the twister was broken off. The reported complaint was confirmed. The cause of the failure can be attributed to excess force on the port of the twister. This defect was not attributed to the manufacturing process. At this time fmc will continue to monitor lines and the operators for actions such as this. Weekly meetings will be scheduled to notify the operator of this type of defect. No other incident of this nature has been uncovered in the last year and it is of the belief of management to be an isolated event. No corrective action will be taken at this time.

Event description:
An electronic report of an event was received from a hemodialysis user facility. The initial reporter was contacted for additional information of this event to this patient. It was learned that 20 minutes into the hemodialysis treatment, the twister device had an arterial segment that separated or broke off. As a result of the arterial separation at the twister segment, the patient reportedly lost approximately 300 ml of blood. The blood was not able to be returned. The staff set up another treatment system and the dialysis therapy was resumed for this patient. The patient was able to complete therapy as ordered with no further ill effect or medical intervention resulting from this event. The patient was discharged to home once dialysis was completed. A sample as well as a companion sample are available for an evaluation.